Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported that during the procedure, fluid and blood overflowed out of the tissue canister. Only fluid came out of the canister, no tissue. Tissue was found outside of the sock on the inside of the canister. This was scraped out with a curette. No patient injury reported.